Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon and had not been connecting. The patient also noted that they were feeling fatigued. Following review of latitude data, it was determined that this pacemaker was exhibiting low out of range pacing impedance measurements of less than 200 ohms on the right ventricular (rv) channel. This rv lead is a non-bsc product. No additional adverse patient effects were reported. This device and lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).